Event description:
It was further reported that there were power disconnect alarms associated with the event and the patient¿s controller had a loose power port. It was noted that power port 2 was not separated from the controller but it can be twisted a little from side to side. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b.5, h.10 product event summary: the controller was not returned for evaluation. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller did not have smr upgrade installed. Analysis of alarm log files revealed one (1) critical battery alarm involving the battery. In this instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc. This observation is indicative of a communication error between the controller and battery. Additionally, log file analysis revealed three (3) power disconnect alarms involving the battery. During the power disconnect alarms a safety alert word (saw) value was recorded indicating a communication error between the controller and battery. As a result, the reported "critical battery alarm" and " power disconnect alarm" events were confirmed. However, the reported "loose power port" event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered. A possible root cause of loose power port connectors may be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. The most likely root cause of the reported "critical battery alarm" and " power disconnect alarm" events can be attributed to a communication error between the controller and battery. An internal investigation has been opened to evaluate communication errors and implement corrective actions as required. Other devices involved in this event: d1: heartware ventricular assist system ¿ controller 1.0 d4: (B)(4). This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The function of this alarm is to indicate that there is limited battery time remaining on the battery and will require a battery exchange. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all times. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a critical battery alarm was triggered.¿log files were sent and confirmed that a critical battery alarm occurred on (B)(6) 2017.¿the battery was replaced.¿no patient complications have been reported as a result of this event.

Manufacturer narrative:
After further review of additional information received sections brand name, model #, date received by MFR, type of reports, if follow up, what type?, device evaluated by manufacturer?, device manufacture date, evaluation codes, if remedial action initiated, correction/removal reporting number and additional MFR narrative have been updated accordingly. It was reported that the patient was experiencing critical battery alarms. The battery, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed one critical battery alarm involving (B)(4). In this instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc and back to¿previous rsoc values. Additionally, the log files recorded three power disconnect alarms involving (B)(4) as well, during these alarms the logs recorded a spurious safety alert word (saw) values. These observations are indicative of a communication error between the controller and the battery. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. The manufacturer is investigating communication errors. The controller, (B)(4), in use during the event did not have the smr upgrade. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.